Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood splattered from the bd discardit¿ ii syringe and onto the nurse's clothing before it could be injected into a "hemoculture flask". The following information was provided by the initial reporter, translated from (B)(6) to english: "there was a splatter when the nurse was about to inject the blood into a hemoculture flask."

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with a photo for catalog 300928 lot 1901281 to investigate for this record. The photo clearly shows blood splatter on the admin's dressing. As a result, bd is able to verify the reported issue. Unfortunately, because the sample was not available or pictured, a definitive root cause of the issue is unable to be determined at this time. A probable cause could be produced because of a damage in the barrel wall. That damage was produced during the marking process of the barrel in the assembly machine, due to a misalignment of the marking system of machine. This issue was found during production of assembly lot #9021578, the segregation of the product was not correctly done by the operator and the presence of one syringe with this leakage issue was not properly avoided.

Event description:
It was reported that blood splattered from the bd discardit¿ ii syringe and onto the nurse's clothing before it could be injected into a "hemoculture flask". The following information was provided by the initial reporter, translated from portuguese to english: "there was a splatter when the nurse was about to inject the blood into a hemoculture flask."